Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter thoracic aortic aneurysm. Diameter of the non-aneurysmal proximal neck was 42mm. It was reported that the patient had total debranch from zone 0 to 3 arteries (brachiocephalic artery, left carotid artery and left subclavian artery), and the ascending aorta was surgically shrunk to 42mm in diameter. The patient was implanted with two valiant stent grafts. The first was implanted at zone3 and the second was implanted just below the total bebranch. A post-operative checkup was carried out and type ia endoleak was confirmed. A third valiant stent graft was intentionally fenestrated and implanted beyond the total debranch. It was noted that the endoleak had resolved. The physician also stated that the landing zone of proximal side was surgically shrunk to 42mm in diameter, which is initially outside of the indications for use (IFU). Therefore, this case is not related to the valiant device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).